Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system's monitors blanked out thereby necessitating a reboot to restore functionality. There are no report of pt injury or death associated with this event.